Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse event resulted from the damaged charger. Device evaluation of battery charger/modem (B)(6) has been completed.  The reported problem (failed incoming testing) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure.  The charger returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger had faults. A us distributor reported that a patient's battery charger would not power on.